Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "sinusitis" is considered a serious, unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that a patient was injected with 4 syringes juvéderm¿ voluma¿, 1 syringe juvéderm¿ volift¿ with lidocaine and 1 syringe juvéderm® volbella¿ with lidocaine. Injection sites include ck1, ck2, ck3, jw3, jw4, jw5, th1, th2, th3. Early on the following month, the patient developed edema in all injection sites, worse in region of inferior eyelid. There were palpable nodules in some areas. The patient was evaluated by an otolaryngologist, who diagnosed sinusitis outbreak (not device related) and started treatment with levofloxacin, which lasted 10 days. The physician also prescribed weaning oral corticosteroids, currently at a dose of 10mg / day. Patient was taking prednisone 5mg/day when relapsed. The patient is doing led with physiotherapist. According to the hcp, the physiotherapist reports progressive improvement of edema and nodules. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00812 (allergan complaint # (B)(4)). This is the first MDR submitted for suspect product, juvéderm® volift¿ with lidocaine.